Event description:
Event was reported to caldera medical by an attorney. Legal complaint states that pt suffered chronic pelvic and vaginal area pain as well as recurrent urinary incontinence, fecal incontinence, painful intercourse and sharp abdominal pains. In addition to physical pain and discomfort which plaintiff continues to suffer, psychological and emotional conditions.